Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') in a 25-year-old female patient who had essure (batch no. 678116-notvalid,683283,675116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004,2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. Concomitant products included ibuprofen since (B)(6) 2010 and vitamin d nos (vitamin d) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("emotional anguish") and depression ("depression"), 2 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/heavy bleeding"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2010, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), arthralgia ("hip pain"), spinal pain ("spine pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right fallopian tube. Unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, spinal pain and back pain was resolving, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, vaginal haemorrhage and depression outcome was unknown and the rash, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, spinal pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed the left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Lot number reported 678116 is invalid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event urinary tract disorder bladder disorder uti bladder infection vaginal discharge vaginal infection added and outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') in a 25-year-old female patient who had essure (batch no. 678116-notvalid, 683283, 675116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004, 2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. Concomitant products included ibuprofen since (B)(6) 2010 and vitamin d nos (vitamin d) from (B)(6) 2013 to december 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("emotional anguish") and depression ("depression"), 2 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/heavy bleeding"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2010, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), arthralgia ("hip pain"), spinal pain ("spine pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right fallopian tube. Unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, spinal pain and back pain was resolving, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, vaginal haemorrhage and depression outcome was unknown and the rash had resolved. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed the left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Lot number reported 678116 is invalid. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event back pain with outcome recovering was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 678116-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004,2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed. The left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Lot number reported 678116 is invalid. Most recent follow-up information incorporated above includes: on 17-may-2019: update of information (batch is not valid). Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') in a 25-year-old female patient who had essure (batch no. 678116-notvalid,683283,675116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004,2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. Concomitant products included ibuprofen since (B)(6) 2010 and vitamin d nos (vitamin d) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("emotional anguish") and depression ("depression"), 2 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/heavy bleeding"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2010, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), arthralgia ("hip pain"), spinal pain ("spine pain"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right fallopian tube. Unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, spinal pain and back pain was resolving, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, vaginal haemorrhage and depression outcome was unknown and the rash, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, spinal pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed. The left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Lot number reported 678116 is not valid. Lot number: 675116, manufacture date: 2009-09, expiration date: 2012-09. Lot number: 683283, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 678116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004,2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed the left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Most recent follow-up information incorporated above includes: on 14-may-2019: medical records received:lot number added. Event she did not undergo any essure confirmation test added and reporters,patient date of birth,product start date,stop date,concurrent condition,medical history,lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 25-year-old female patient who had essure (batch no. 678116-not valid, 683283, 675116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included cesarean section (in 2004,2008), tonsillectomy in (B)(6) 2010 and menometrorrhagia in 2008. Concurrent conditions included left lower quadrant pain, weight gain, fatigue, nasal discharge, tenderness, vaginal discharge and allergic sinusitis. Concomitant products included ibuprofen since (B)(6) 2010 and vitamin d nos (vitamin d) from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("emotional anguish") and depression ("depression"), 2 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2010, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), arthralgia ("hip pain") and spinal pain ("spine pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - right fallopian tube. Unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and spinal pain was resolving, the menorrhagia, dysmenorrhoea, dyspareunia, anxiety, vaginal haemorrhage and depression outcome was unknown and the rash had resolved. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted bilaterally after the procedure was completed the left tube had a large corpus .luteum cyst but also extensive adhesion to the sidewall, the underlying bowel, and the fimbriated ends were completely stuck to the patient's ovary. Lot number reported 678116 is invalid. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Events vaginal bleeding, depression, rashes, hip pain and spine pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.